Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The 75-80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 300cm fighter guide wire and a guidezilla ii guide extension catheter were advanced to the lesion. However, when the physician pulled the fighter guide wire out of the guidezilla ii, the guide wire got caught against the calcium and about 3.5 cm of the radiopaque portion of the guide wire broke off. Subsequently, the physician pushed the detached fragment towards the lesion in the distal rca and it was stented against the vessel wall, and the procedure was completed. No patient complications were reported and the patient's status was stable.